Manufacturer narrative:
The reported events were sensing noise, mode switch, and lead abrasion. As received, a complete lead was returned in one piece for analysis. Visual inspection identified external insulation abrasion breaching the outer insulation at 13.7cm to 13.9cm from the connector pin, consistent with friction to the device can and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the external insulation abrasion and to the exposure of the outer coil in the abrasion zone, consistent with friction to the device can.

Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, both the right ventricular (rv) lead and the atrial lead exhibited noise oversensing. Noise oversensing on the atrial lead resulted in an inappropriate automatic mode switch (ams). The noise observed on both the rv and atrial leads was suspected to be due to lead abrasion. As a result, both leads were explanted and replaced. During the procedure, the left ventricular (lv) lead was inadvertently pulled back; therefore, the lv lead was also explanted and replaced. The patient remained stable throughout the procedure.